Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d10, g1, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event has been confirmed through medical records. D10: item#: 211218; lot#: 179220; item name#: compr srs prox bdy - lg 42mm, item#: 211225; lot#: 284100; item name#: compr srs ic seg - 60mm, item#: 211228; lot#: 725920; item name#: compr srs mod rgx aug - sm, item#: 115365; lot#: 793660; item name#: comp rvs ti tray +5mm 44mm, item#: ep-115398; lot#: 699030; item name#: e1 44-41 rtnv +3 hmrl brg, item#: 115330; lot#: 527560; item name#: comp rvrs shdr glen bsplt +ha, item#: ti-115320; lot#: 387210; item name#: comp vrsdl glnspr 41mm ti, item#: 3011630001-3; lot#: 936caa2506; item name#: refobacin revision 40 -3. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: denmark. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported from a clinical study that a patient was revised approximately 1.5 years post implantation due to migration or loosening of the humeral stem. The glenoid components remained intact, and all other components were revised. Due diligence is complete. No additional information is available.